Manufacturer narrative:
Alleged failure: microfx drill broke off in the joint space. Probable root cause: design: -drill too dull or dulls quickly, inefficient flute design, requires excessive force to advance. -drill not in alignment with guide. -drill allowed to extend too far out of guide. Process: -drill manufactured out of specification. -drill guide manufactured out of specification. Application: -excessive axial force on drill. -run drill in reverse. -reuse/resterilization of single-use device, or use of a single drill on multiple defects. -guide is translated and/or rotated during drilling; drill not in alignment with guide. -user does not use snap cap, drills too deep. -drill is started/stopped while in bone. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the device broke. All broken pieces were retrieved and the procedure was completed successfully.